Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found. The full lead was returned and analyzed.

Event description:
It was reported that during implant attempt, the right atrial lead was replaced due to patient's anatomy. No patient complications were reported as a result of this event.